Event description:
It was reported that the x-ray tube partially detached from its mounting plate during rotation causing major damage to the tube and gantry. The pt and the technologist were unaffected.